Manufacturer narrative:
(B)(4). Analysis is normal. No anomalies were found.

Event description:
It was reported that the presented with chest pain and underwent cardiac catheterization to rule out ischemic event. Lead dislodgement was noted during fluoroscopy. The lead was explanted and replaced and the patient tolerated the procedure well.